Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the pulse generator exhibited a telemetry anomaly. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found the pulse generator to exhibit a telemetry anomaly. Multiple flipped bits were noted. The device was at end of life (eol) due to normal battery depletion. After replacing the battery and downloading the product code, normal function ensued.